Event description:
The manufacturer representative reports two catheters with "a space between the distal tip of the catheter to the end of the stylet." The space was noticed when the hcp opened and removed the catheter from the package. One of the catheters was to be returned to the manufacturer for analysis. The other catheter was implanted. No adverse event has been reported.